Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead underwent a device replacement due to end of life (eol) as a result of long charge times. Upon return of the device memory analysis noted a shorted lead indicator was recorded. No further intervention has been performed or planned at this time and it was noted that the patient may no longer have an indication for tachycardia therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician elected to perform a revision procedure at which time the lead was surgically abandoned and replaced. It was noted that during the procedure, insulation damage was visualized on the section of the lead that would have rested near the site of arcing on the explanted device. No adverse patient effects were reported.